Event description:
It was reported that during a crani surgical procedure, it was discovered that the motor device stalled while pushing the button. There was a delay to the scheduled surgical procedure. However, the duration time was unknown. The reporter indicated that a spare device was not available. The surgery was completed successfully using the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.